Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus via pump was administered to address the bg level. Customer loaded a new cartridge to resolve the issue.